Event description:
Customer reportedly obtained results of 118 mg/dl and 221 mg/dl on the aviva system within 10 minutes. No action taken based on device results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent. Information suggests comparison performed in the home.